Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the video provided. The customer returned a video of the 31gx6mm bd syringe. The customer reported that when the insulin syringe cap was opened there was a yellowish part near needle end. The video was examined, and there appears to be a brownish color stain around the rim/tip of the barrel. A review of the device history record was completed for batch# 2052405. All inspections were performed per the applicable operations qc specifications. Based on the photos received, embecta was able to confirm the customer¿s indicated failure (foreign matter on barrel tip). There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined.

Event description:
It was reported that 300 bd glide¿ with tbl bd ultra-fine¿ needle insulin syringes' caps were discolored to yellow near the needle point. The following information was provided by the initial reporter: "when they open insuline syringe cap yellowish part near needle end."

Event description:
It was reported that 300 bd glide¿ with tbl bd ultra-fine¿ needle insulin syringes' caps were discolored to yellow near the needle point. The following information was provided by the initial reporter: "when they open insuline syringe cap yellowish part near needle end."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.